Event description:
Rptr has lower back pain all the time. The screws in l5 are broken. He is in pain all the time. The dr removed part of the broken screws and had to leave the other parts in the bone. Rptr doesn't bend over because of being in lots of pain. Walking is hard. When the weather changes and it gets cool or cold or rains, rptr can't move very well at all. Rptr has to stay in bed and take flexeril to help with the pain.